Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('I had the heavy menstrual cycles') and spinal operation ('I had spine surgery that was outpatient with my hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and underwent spinal operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia and spinal operation outcome was unknown. The reporter considered menorrhagia and spinal operation to be related to essure. Amendment: the report was amended for the following reason: the case will be deleted from bayer pv database. Nullification reason: this case was identified as a duplicate of (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('I had the heavy menstrual cycles') and spinal operation ('I had spine surgery that was outpatient with my hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and underwent spinal operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia and spinal operation outcome was unknown. The reporter considered menorrhagia and spinal operation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.